Manufacturer narrative:
Sex: unk. Weight: unk. Ethnicity: unk. Race: unk work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -09.50/+3.0/059 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to the lens rotating. The lens was exchanged for a longer lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.